Event description:
Allegedly patient was dislocating requiring revision surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2012-00867, 00868, 00869, 00871, 00872.